Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls all met the product release criteria. There are pre-identified risk factors that could cause heat cell contents to leak from a heat cell listed in the hazard analysis (rpt-000097160). There are material and product defect risks identified and mitigated to reduce the risk of these defects. In addition, there are multiple risks that are outside the control of the manufacturing site. These risks include things like user damages the heat cells when opening the pouch (e.g. Using scissors). The warning labels on the products instruct users not to use the product "if heat cell contents leak and/or wrap is damaged or torn. This is a complaint for heat cell leakage. A risk calculation cannot be determined without the evaluation of the alleged defective product.

Event description:
On (B)(6) 2025, a spontaneous report was received from a male consumer (age not provided) who used a thermacare lower back & hip heat wrap. On (B)(6) 2025, additional information was received from a consumer which was incorporated into the report. On (B)(6) 2025, the consumer attempted to use a thermacare lower back & hip heat wrap topically to the affected area as needed. The consumer noted that the velcro did not work, and some of the pads were worn open. It was clarified that the heat wrap would not stay on his body. He noted that three of the cells started to break open and that one cell did break open. The consumer reported having difficulty with the packaging phone number. No additional information was provided.